Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient. The first result from cobas 6000 e601 serial number (B)(4) was 162.3 miu/ml. The repeat result from cobas 6000 e601 serial number (B)(4) was 375.6 miu/ml. The repeat result from cobas 6000 e601 serial number (B)(4) was 473.8 miu/ml. The repeat result from cobas 6000 e601 serial number (B)(4) was 476.1 miu/ml. The sample was centrifuged and repeated. The repeat result from cobas 6000 e601 serial number (B)(4) was 463.7 miu/ml. The repeat result from cobas 6000 e601 serial number (B)(4) was 472.9 miu/ml. The result of 473.8 miu/ml was reported to the patient. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 15654201 with an expiration date of 01/31/2017. There were no other tests affected or other issues observed. An instrument check was performed by the field application specialist.

Manufacturer narrative:
Additional information was received that the first result from cobas 6000 e601 serial number (B)(4).was actually 163.3 miu/ml. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As there were two low results for the same sample from two different analyzers, a sample-related issue was likely. The issue may have been caused by a pipetting issue due to poor sample quality such as clots, fibrin, or bubbles on the sample. Insufficient maintenance was another possible cause. Based on the data provided, a general reagent issue could most likely be excluded.